Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's main board was replaced to address the issue. The original device main board was sent to the manufacturers product investigation lab (pil) for further evaluation. The device main board was inspected for visual defects, and none were found. The component was tested and was able to charge both internal and external batteries without failure, alarms or error codes. The pil determined the device main board functions as designed and could not confirm the third party service center's findings.